Event description:
It was reported that removal difficulties and a shaft break occurred. On (B)(6), 2023, a 3.50 x 12mm synergy drug-eluting stent (des) was implanted in the left main trunk (lmt) to left anterior descending artery (lad) without any issues being encountered. On (B)(6), 2023, presented for treatment of the 95% stenosed target lesion located in the moderately tortuous and moderately calcified mid lad. Following pre-dilation, the 2.50 x 38 mm synergy xd des was advanced but was unable to cross the target lesion. A non-boston scientific (non-bsc) guide extension catheter was used to try to cross the lesion but the 2.50 x 38 mm synergy xd got stuck at the previously implanted 3.50 x 12mm synergy stent and was unable to cross. An attempt was made to remove the 2.50 x 38mm synergy xd in order to perform more pre-dilation. However, when the stent was pulled forcefully, the shaft was separated mid shaft and remained in the guide extension catheter. A 2.0 mm non-bsc balloon was inserted into the guide extension catheter and inflated to remove the detached shaft. It was noted that the previously implanted stent was explanted and also removed. The physician thought the guide extension catheter might have damaged the implanted stent and that was why it got stuck. After confirmation under fluoroscopy and intravascular ultrasound, the decision was made to continue treatment. Stenting was done from the lesion to the site of the explanted stent to successfully complete the procedure. There was no injury to the patient.